Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose level of 500 mg/dl. Reportedly, the customer's relative changed the infusion set site and reported the blood glucose levels are "fine". Contact was unable to provide the infusion set manufacturer.